Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a pentaray nav catheter and the irrigation issue was identified after the device was being used on the patient. Initially it was reported that the pentaray nav catheter stopped flushing during the procedure. The caller tried to increase the flushing rate without resolution. The physician connected to the syringe to flush it manually without resolution. When the catheter was replaced, the issue resolved. The procedure continued. There was no patient consequence reported. Additional information was received on 13-may-2025. The suspected device for the reported flow/irrigation issue was the catheter. The issue was not noted before the device was used on the patient. The issue was identified after the device was being used on the patient. It was flowing prior to putting it in the body. When they went to remap after the device was out of the body, tried to flush, and catheter would not flush. Pressure bag was used. Steps taken to resolve the issue was tried to flush with the pressure bag; took off the pressure bag and tried to manually flush with syringe with no success. This event was originally considered non-reportable, however, bwi became aware on 13-may-2025 that the irrigation issue was identified after the device was being used on the patient and have reassessed the event as reportable. The awareness date for this record is 13-may-2025.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a pentaray nav catheter. The pentaray nav catheter stopped flushing during the procedure. Additional information was received. The issue was not noted before the device was used on the patient. The issue was identified after the device was being used on the patient. The device evaluation details. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on (B)(6) 2025. Following j&j medtech procedures, a visual inspection and irrigation test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. An irrigation test was performed, and the catheter failed the test due to the irrigation tube was found folded at the tip area. A manufacturing record evaluation was performed for the finished device lot number and no internal action was found during the review. The irrigation issue reported by the customer was confirmed. The potential cause of the irrigation tube folded could not be determined. The instructions for use (IFU) contain the following information: flush the catheter with heparinized saline prior to insertion into the body. Always follow standard practices of using a continuous drip of anticoagulant fluid under pressure through the proximal luer connector when the device is in the body. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).